Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached alarm. Troubleshooting was performed and the pump displayed an occlusion alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached alarm. No service history was available. Conducted incoming performance verification tests and visual inspection. Customer complaint was confirmed: visual inspection also found a crack in the battery compartment where the door latch is located. Probable cause was latch lock mechanism malfunction. Replaced latch lock, latch lock flex, and battery compartment. Conducted performance verification tests. Device passed all tests post repair.